Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occasional episodes of dizziness. It was further reported that the right ventricular (rv) lead exhibited high undefined impedance, noise and polarity switch. It was also reported that the right atrial (ra) lead exhibited noise, high impedance and polarity switch. The rv lead and ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.